Event description:
It was reported to boston scientific corporation that a genesys hta (hydrothermablation) procerva procedure set was used during an hta procedure on (B)(6) 2012. According to the complainant, at 1 minute into the ablation phase a fluid loss alarm was noted necessitating the physician to utilize a second tenaculum. After resuming the procedure, the physician observed fluid leaking from the cervix approximately 20 seconds later and immediately terminated the procedure. The cool down phase was successfully completed prior to the sheath being removed. The doctor stated there was no evidence of any thermal injury nor did the patient have any complaints post procedure. No treatment was administered or necessary. Further follow up with the patient the day after the procedure confirmed his initial observation.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. Device available for evaluation: device disposed of. The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.